Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had exhibited infection. No additional adverse patient effects were reported. The lv lead remains in service.